Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a pacing problem.

Manufacturer narrative:
Based on the available information, asp evaluated the device remotely and confirmed that the customer had not used the test resistor for operational checks as required. Asp helped the customer complete the operational inspection of the equipment by providing remote guidance, and the device's full functionality was restored. The device remains at the customer site and no further evaluation is warranted at this time.